Manufacturer narrative:
This report is submitted on may 20, 2022.

Event description:
Per the clinic, the patient developed an infection at the surgical wound. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains. This report is submitted on june 16, 2022.